Event description:
It was reported that the customer experienced a cartridge alarm 30. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support confirmed consecutive cartridge alarms and decided to replace the pump as a resolution.